Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: when asked the history of uti's prior to and since implant the patient responded they have had many uti's because the bladder does not empty. They have had less since the implant until this past june and have had 5 since june. The cause of the utis was their bladder does not empty. When asked whether the utis were related to the underlying urinary dysfunction the patient stated yes. Patient stated the uti were not related to the device or therapy. Patient stated retention was diagnosed. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member and the patient that the patient had frequent utis every month since (B)(6) of this year. Patient was treated with oral anti-biotics and at this point the uti is finally clear. Caller also said that he did make an adjustment last night and increased the setting. Caller said that one of the urologists explained that if patient's bladder isn't emptying completely that could contribute to uti. When asked, patient said that she had implant for urinary incontinence and said that she is pleased with the symptom control and did not mention any return of incontinence symptoms. Patient receives care from (B)(6) and did see urologist on the (B)(6) however was redirected to a civilian urologist. Caller said that civilian urologist doesn't work with implanted devices. Caller and patient said that arrangements are being made so see a different urologist and they are going to request someone from the manufacturer check patient's device. Patient said that in the past she had a knee replacement and was told that the material used is a magnet for bacteria. Programmer use was reviewed, and they were advised it does take time to determine how the body will adjust. No further complications were reported or are anticipated.